Manufacturer narrative:
During evaluation, it was observed that the reported incident can not be confirmed. The device tested according to manufacturer's specifications. No failure was found. No abnormalities relate to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Root cause for complaint event is unknown.

Event description:
N/a.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The customer reported that the a3059 mayfield composite series skull clamp got "loosened" during a brain tumor surgery and became unstable on (B)(6) 2018. The arm was no longer tight on the skull. At the end of the surgery, the clamp had to be removed from the patient and a new surgical system had to be attached. The time of surgery had been extended by about 20 minutes. There was no patient injury reported.